Manufacturer narrative:
Updated to adverse event and product problem.

Manufacturer narrative:
Concomitant products: product ID 977a290, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer and healthcare professional (hcp) of a clinical study reported that the patient was seen at their first ¿po¿ and was getting great coverage, but 1 of the 2 leads was tenting the skin and the patient was afraid that the lead would erode through their skin. The right peripheral nerve stimulation lead was tenting the skin behind the right ear causing pain and concerns of lead eroding through skin. This had happened before and the system was removed. The patient was implanted again and 1 of her new leads was pushing against the skin. It was unknown what led to the event. No diagnostic methods were needed because the patient was getting good coverage. The device diagnosis was reported as lead migration/dislodgement. The clinical diagnosis was reported as spinal cord stimulator dysfunction. Interventions included repositioning lead. The event was reported as related to the device or therapy and related to the procedure. A lead revision was performed. Surgical intervention occurred on (B)(6) 2015. The surgical plan was to open the skin at the top of the lead and bury that lead deeper and anchor down. The other lead had settled perfect in the skin. This was an occipital placement of 2 leads. The patient was getting good coverage with both leads running. The patient¿s only concern was the lead eroding through her skin again. The patient was a very skinny lady and did not have much tissue to work with in the neck to anchor too. Relevant medical history included: non-malignant pain, occipital neuralgia.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that surgery was scheduled to reposition the lead.